Manufacturer narrative:
The device was returned as part of the asset return process. During routine inspection of the device by olympus, a broken tip was found. In addition the device evaluation found that the yellow seal was damaged. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer requested to return the resection sheath as part of the asset return process. The device was returned for evaluation. During routine inspection of the device by olympus, the following reportable malfunction was found: broken tip. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no procedure or patient involvement associated with this event.